Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, the stent moved on the balloon. The taxus liberte 4.00x24mm stent delivery system (sds) was advanced to the unspecified lesion. The balloon was inflated to unk atms but the stent did not deploy because it had moved on the balloon and was not between the two markerbands. The sds was exchanged for another device to complete the procedure successfully. There were no pt complications. The pt's current condition is listed as "fine".